Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station (B)(6) drawer 2 failed, unable to recover and required maintenance. Customer tried to recover storage space function, the locking mechanism had sounded off three times as though it had been trying to open the drawer, but it had failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 had failed and was unable to recover. A field service engineer found that the auxiliary drawer 2 had a broken plunger. The fse removed the drawer, replaced the plunger, and performed diagnostics. After restarting the application, the customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.